Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found a defective converter board. He replaced the "(B)(4)- converter 8e velara", which solved the problem.

Event description:
The system is off and fluoroscopy system indicates an malfunction.